Event description:
It was reported that the ceramic insulation and electrode came apart and was lost inside the patient. The procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the electrode has been detached from the tip. The spacer has been cracked and the top portion has been detached. There is discoloration present and dried tissue on the remaining spacer. The returned device had the cable, suction and saline lines severed prior to being received for evaluation; therefore, a functional test could not be conducted. The complaint has been visually verified and the root cause is related to a workmanship issue.